Event description:
Low bipolar impedance (187 ohms) was reported. Lead replacement is scheduled. No patient complications have been reported as a result of this event.

Event description:
Low bipolar impedance was reported. Lead replacement is scheduled. Additional information was subsequently received that the lead remains in use. It was not replaced as previously indicated. Bipolar impedance continues to be low. No patient complications were reported as a result of this event.

Manufacturer narrative:
No hospital was identified in the initial reported event; therefore, communication with the user facility was not initiated.

Manufacturer narrative:
No hospital was identified in the reported event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: low bipolar impedance was reported. Lead replacement is scheduled. Additional information was subsequently received that the lead remains in use. It was not replaced as previously indicated. Bipolar impedance continues to be low. No patient complications were reported as a result of this event. No conclusion can be drawn; device remains activated, impedance, low.